Event description:
It was reported that during a cholecystectomy clip slippage was observed.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1800020 was manufactured on 04/09/2018 a total of 288 pieces. Lot was released on 04/13/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position of the channel and the rotation tab bent. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired on the first attempt. On the second attempt, the clip loaded properly into the jaws of the device and was successfully applied to over-stressed surgical tubing. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. The bent rotation tab, the absence of a clip in the first position of the channel and consequently, no clip firing on the first attempt are indications that the clips were out of position in the channel and were stacking on one another. Although the only remaining clip was able to load properly and be successfully applied to over-stressed surgical tubing, the broken ratchet could cause the clips to become out of position and prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. One device was returned. The device was received with 1 clip remaining indicating that 14 clips were fired by the end user. Visual examination revealed that the rotation tab was bent and that there was no clip in the first position of the channel. Upon functional inspection, no clip fired on the first attempt. On the next attempt, the clip was able to properly load and was successfully applied to over-stressed surgical tubing. Although the only remaining clip was able to fire properly, the bent rotation tab, the absence of a clip in the first position of the channel and consequently, no clip firing on the first attempt are indications that the clips were out of position in the channel and stacking on one another. The broken ratchet could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cholecystectomy clip slippage was observed.